Event description:
A male pt with a previous history of lymphoma, underwent aaa repair in 2009. The pt's aorta was encompassed in lymphoma, so it was impossible to perform an open repair. There was a large piece of calcium distal to the left renal. This calcium led to a type I endoleak (1820334-2009-00404). The physician placed two stents of another manufacturer's. The endoleak was resolved. At about 7 weeks later, a proximal type I endoleak was noted and an additional main body extension was placed for more support, as well as re-ballooning of the previously placed stents from the other manufacturer. The leak was diminished significantly. The status of the pt is unknown.

Manufacturer narrative:
The zenith line of products addressed all requirements. This showed the device satisfied all predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, warnings and precautions, contraindications, and the proper deployment sequences. Specific to this use, the IFU warns that circumferential thrombus at the proximal neck may affect successful occlusion of the aneurysm. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the root cause of the endoleak. We have notified the appropriate individuals and we will continue to monitor for similar events.